Manufacturer narrative:
There has been a correction to reflect correct product lot number. A correction was also made to update correct patient codes. Event date approximated.

Event description:
It was reported that a stroke occurred. In (B)(6) 2018, a watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The patient had a successful and uncomplicated watchman implant procedure and was discharged on eliquis. In (B)(6) 2018, the patient presented to the hospital with right sided weakness and experienced a mini stroke. At the time, the patient was on aspirin and 75mg plavix. In (B)(6) 2018, the transesophageal echocardiogram was available for bsc to review for which endothelization was seen, but it was not believed to be a thrombus. Patient is doing well and is home with less intense right sided weakness and will have physical therapy. It was further reported that the physician concluded the final diagnosis was an ischemic event.

Manufacturer narrative:
Event date approximated.

Event description:
It was reported that a stroke occurred. In (B)(6) 2018, a watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The patient had a successful and uncomplicated watchman implant procedure and was discharged on eliquis. In (B)(6) 2018, the patient presented to the hospital with right sided weakness and experienced a mini stroke. At the time, the patient was on aspirin and 75mg plavix. In (B)(6) 2018, the transesophageal echocardiogram was available for bsc to review for which endothelization was seen, but it was not believed to be a thrombus. Patient is doing well and is home with less intense right sided weakness and will have physical therapy.